Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -9.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was replaced with a longer length lens due to low vault on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim# (B)(4).